Event description:
It was reported that during a hip surgery, a surgeon planned to implant a ssf stem #9. He used a taper reamer for pf9 and a broach for pf9 as per a surgical protocol. However, he could not fully seat the stem into a patient femur due to a tight feeling (about 1cm). Therefore, he implanted a ssf stem #8 instead of it.

Manufacturer narrative:
An event regarding seating issues involving a securfit stem was reported. The event was not confirmed. Device evaluation and results. A dimensional inspection was carried out. The returned part was confirmed to be the correct size stem. There was no evidence of a dimensional issue. Medical records received and evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that during a hip surgery, a surgeon planned to implant a ssf stem #9. He used a taper reamer for pf9 and a broach for pf9 as per a surgical protocol. However, he could not fully seat the stem into a patient femur due to a tight feeling (about 1cm). Therefore, he implanted a ssf stem #8 instead of it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.